Event description:
It was reported that during a knee arthroscopy procedure using a quantum 2 system, the controller shut down completely while ablating. The procedure had to be completed with a competitor's device. There were no significant delays or patient complications reported as a result of this event.